Event description:
It was reported that the xenon light source had the light emitting diodes on the front plastic panel flashing. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.